Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right ventricular lead exhibited loss of capture. A chest x-ray was performed and no anomalies were noted. The lead was successfully repositioned on (B)(6) 2019 and the patient's condition was noted to be stable before, during, and after the procedure.